Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump no longer vibrates even though vibrate mode is on. The customer's blood glucose level was 188 mg/dl. Standard troubleshooting was performed for the vibrate anomaly. The insulin did not vibrate during the self test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no vibration due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.